Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na product ID l-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (f592235), the valve dislodged. A second valve (j020279) was subsequently implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon dilatation was performed with an 18 millimeter (mm) balloon. Following the valve implant, moderate paravalvular leak (pvl) was observed and a post implant balloon d ilatation was performed with a 22 mm valve. The balloon dilatation dislodged the valve. The patient was rapid paced at 180.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. Just prior to the point of no recapture, depth assessment was performed and appeared to be approximately 0mm on the non-coronary cusp and 5mm on left-coronary cusp. Of note, medtronic recommends a target depth of 3mm. Recapture is recommended if depth <(> <<)>1mm or >5mm. As listed in the instructions for use (IFU), bioprosthesis implant depth <(><<)>1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Despite the shallow depth, the valve was released but appeared stable immediately post release. There is evidence that a post implant dilatation was performed twice. During the second post implant dilation, the evolut appeared to have moved from its original position mid balloon inflation. The dislodged valve was snared in the ascending aorta and a second valve was implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post balloon dilatation was performed for paravalvular leak (pvl).